Manufacturer narrative:
(B)(4). Batch # m55354. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? --- no information; what confirmation was received that the device was fully fired? --- no information did the device staple? --- yes; was the staple line complete? --- no information; what was the shape of the staples (b-formation, irregular, legs straight)? --- no information; was the safety reset prior to removal? --- no information; after firing was the adjusting knob turned ½ to ¾ revolutions? --- no information; was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? --- no information; who fired the device? --- the doctor did; who removed the device? --- the doctor did; what was the users experience with the device? --- he was familiar with the device.

Event description:
It was reported that during an open anterior resection, the device could not be removed from the patient after firing on the rectum. It was found that the target tissue was partially uncut. The site was recut and anastomosed again with another like device without problem. There were no adverse consequences to the patient.